Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and found it to operate within manufacturer's specifications. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/3/2016 via email, 5/3/2016 via phone, and 5/10/2016 via email.

Event description:
The hospital reported that, during a case, the ventilator shut down. The clinician reportedly cycled power and continued the case with no further reported complaint. There was no reported patient injury.